Event description:
It was reported that on an unknown date post-op, the cervical translational plate broke. No other information could be obtained.

Manufacturer narrative:
(B)(4). Image interpretation: "initial lateral film shows an acdf at c2/3 well positioned. Subsequent lateral film is provided at c2/3 verifying separation of the plate."